Event description:
Customer reported inserting an un-dosed strip and device producing a result of "lo". No treatment was received. A request was made for return product and replacement product was sent.